Manufacturer narrative:
(B)(4) for stent coating migrated. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in the esophagus during a stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a malignant 5cm high grade stenosis obstructing the esophagus due to cardia carcinoma type 3 a type of metastatic stomach cancer. No issues were noted during stent implantation. Reportedly, the patient had a monilial infection, diabetes and hypertension. On (B)(6) 2014, the patient presented to the hospital with cramps and the patient had not eaten for one day to relieve the pain. The physician noted that the lumen in the esophagus was nearly closed and ¿leftovers¿ were present. In the physician¿s assessment the cramps were due to the esophagus ¿pushing down ¿ the leftovers. Reportedly, the patient¿s stomach mucosa was invaginated and the leftovers were not able to reach the stomach. The physician noted that the cover of the stent had detached and migrated. The physician removed the detached stent cover and the patient was relieved from any pain. The stent remained implanted to complete the procedure and the event was deemed as resolved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable

Manufacturer narrative:
Visual examination of the complaint device noted that the device was received with only the stent cover. It was observed that the cover was torn longitudinally in several locations and it was noted that there was no tear running the entire length of the cover. The cover was black in appearance. The cover measured 104mm in length and 35mm in width. Impressions of the stent were visible at each end of the cover. No other issues were identified during the product analysis. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in the esophagus during a stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a malignant 5cm high grade stenosis obstructing the esophagus due to cardia carcinoma type 3 a type of metastatic stomach cancer. No issues were noted during stent implantation. Reportedly, the patient had a monilial infection, diabetes and hypertension. On (B)(6) 2014, the patient presented to the hospital with cramps and the patient had not eaten for one day to relieve the pain. The physician noted that the lumen in the esophagus was nearly closed and "leftovers" here present. In the physician's assessment the cramps were due to the esophagus "pushing down " the leftovers. Reportedly, the patient's stomach mucosa was invaginated and the leftovers were not able to reach the stomach. The physician noted that the cover of the stent had detached and migrated. The physician removed the detached stent cover and the patient was relieved from any pain. The stent remained implanted to complete the procedure and the event was deemed as resolved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.